Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired at 216,817 joules. Add'l info reported by the customer was during set-up the aim test was performed and the beam was visible. During the procedure, it was observed that the aim beam was firing straight and then all of a sudden it became end firing. The pt did not experience any difficulties during this event. The user did not experience any injury from use of the system. There were no error messages that were displayed on the console when this event occurred.